Event description:
It was reported that bd venflon pro safety peripheral safety IV catheter had a safety failure because the needle pierced the needle shield while removing from cannula. No serious injury or medical intervention was reported.

Manufacturer narrative:
Two photos was returned for investigation of this complaint. The actual sample was not returned. From the photos, it was observed that the needle safety mechanism was not fully activated and the needle is exposed and not contain within the needle cap. DHR shows there is a quality notification raised on tight separation that could probably be related to the condition reported in this complaint in the past 12 months. The probable root cause could be due to alignment of station 63 (cannula insertion) of va48 machine. The gap between safety grip and support block is wider and hence when the needle is assembled, the offset caused damage to the needle cap. Needle cap material got peeled at the lead in hole and got stuck in the needle cap. This resulted in tight separation during needle withdrawal which may cause the report defect of this complaint. The preventive maintenance task list has been revised in (B)(6) 2018 to add in station 63 alignment verification and gap verification between safety grip and support block. This batch was produced before the implementation date.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter had a safety failure because the needle pierced the needle shield while removing from cannula. No serious injury or medical intervention was reported.